Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that experienced low blood glucose level. Customer¿s low blood glucose value was 40 mg/dl at the time of incident and current blood glucose level was 140 mg/ customer report customer allege pump was over delivering. Troubleshooting was performed .the product was not returned for analysis.

Manufacturer narrative:
Added concomitant products.